Event description:
During a coronary drug eluting stenting treatment procedure, deflation difficulties occurred. The de novo lesion being treated was located in the mildly tortuous 100% occluded mid left anterior descending (lad) artery. The physician pre-dilated the vessel. He inserted a taxus express2 8.8% 3.5 x 16 mm drug eluting stent. After multiple efforts the balloon was inflated to 14 atms and fully expanded the stent. The balloon would not deflate. The physician tried to cross through the balloon with a wire, tried to puncture through the balloon transit, and tried to deflate the balloon multiple times with two different inflation devices. Ultimately, the guide catheter was advanced all the way to the stent site, then with extreme force, the balloon catheter was removed from the stent, leaving the stent in position. The balloon was pulled down to the sheath while inflated. The balloon was punctured at the sheath. The shaft separated and the remainder of the shaft and balloon were retrieved with a snare device from the opposite groin. The balloon had remained inflated for 20 minutes and the pt remained stable. No pt complication or injuries were reported.